Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the inner and outer packaging for a 9mm x 30mm precise pro carotid self-expanding stent (ses) delivery system was compressed and the sterility of the device was compromised, with the inner packaging seal allowing air entry. There were no reported injuries to the patient. The device was stored according to the instructions for use (IFU). The device was returned for evaluation. A non-sterile ¿precise pro rx us carotid syst¿ was received coiled inside a clear plastic bag, along with the inner packaging pouch. The pouch was received open. Other than the folds made to fit the pouch inside the plastic bag, no damage was observed. The loop tray was not returned. The supplier seals and manufacturing seal were intact, showing no channels or voids. The unit did not exhibit any damage or anomalies, and no other notable observations were made. Dimensional analysis was performed to verify the seal width as received from the supplier. Measurements were compared against specifications and found to be within limits. An additional in-house dimensional analysis was conducted to verify seal width against the ppe specification. These measurements were also within specification. The reported ¿packaging/pouch/box compromised sterility seal open¿ was not verified during analysis as the inner pouch was received already opened, the loop tray was not returned, and it could not be determined whether the packaging had been intentionally opened. Dimensional analysis of the seal width was performed and found to be within specification. The supplier and manufacturing seals were intact, with no evidence of channels or voids. The reported ¿packaging/pouch/box compressed/crushed inner package and outer box¿ could not be verified as the inner and outer packaging were not returned for evaluation and no supporting images were provided. Consequently, the reported events could not be conclusively verified, and the underlying cause could not be determined based on the available information. According to the instructions for use, which are not intended to mitigate risk, ¿do not use if the pouch is opened or damaged.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the inner and outer packaging for a 9mm x 30mm precise pro carotid self-expanding stent (ses) delivery system was compressed and the sterility of the device was compromised, with the inner packaging seal allowing air entry. There were no reported injuries to the patient. The device was stored according to the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.